Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
It was reported that the system had a saturation error. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.